Event description:
Reporter indicated that pt was experiencing an increase in seizures, and has been to the ER multiple times due to this. Pt's pre-vns baseline seizure rate is unk to manufacturer at this time. Good faith attempts for further information are currently being made.